Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing detached was from connector on unknown date (starting date as reported was on (B)(6) 2022) while the patient was sleeping. Therefore, the blood glucose level of the patient at the time of event was between 250-300 mg/dl, which he tried to treat with correction bolus for 20-25 carbs and then go to sleep. After this the patient discovered he was not receiving any insulin and would need to give an injection and change the infusion set. Moreover, the issue occurred with 3 infusion sets and all were of same type. Further, the infusion set was used for 2-3 days for each event. Further, the patient replaced infusion set and insulin was resumed successfully. No further information was available.